Event description:
It was reported that during a therapeutic endoscopic retrograde cholangio pancreatography (ercp) procedure the duodenovideoscope distal end cover fell off inside the patient's mouth. The distal cover was removed by hand. The intended procedure was completed with the same device. The was no report of adverse patient impact.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide a correction to h6 component code due to an error on the initial report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the suggested event occurred due to the following mechanisms. The distal cover was insufficiently attached. The user applied load of friction to the distal cover by twisting, pushing, and pulling it in body cavity or stress such as interference with mouthpiece during the procedure. However, a specific root cause of the suggested event could not be identified. The event can be detected/prevented by following the instructions for use which state: detection method is described in 4.1 of chapter 4 in operation manual; preventive measure is described in 3.5 of chapter 3 in operation manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation. Updated fields include: h4, h6, and h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Additionally, there is no change to the previously reported investigation results.